Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would display one reading and then flash a second result, and sometimes a third result. It is unclear as to what date the alleged issue began. The customer service representative (csr) noted that the alleged issue began on "(B)(6)2010 7am". At an unclear date/time after the alleged issue began, the patient claimed that she developed symptoms of a headache, weakness, and dizziness. The csr noted that the patient developed symptoms at "5- 10am". At "12/02/10 9 am," the csr noted that the patient was treated with glucose tablets/glucose gel from a health care professional (hcp) due to the alleged issue. The treatment was administered in an urgent care/clinic. At '(B)(6)2010 9am - 9:40am," the patient's blood glucose was reportedly tested on a doctor's/clinic's meter and a result of "140 mg/dl" was obtained. It is unclear if the patient's blood glucose was tested before, during, or after the treatment was administered. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actual date the alleged issue began, what actual time the reported result was obtained, what actual date/time the symptoms developed, and what actual time the treatment was administered. In addition, it would have been helpful to know if the patient was able to test her blood glucose with the reported meter during the time of concern, what her last blood glucose reading was on the reported meter before she received the treatment, what what date/time the last reading was obtained, and what actions the patient took before she received the medical treatment. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received glucose tablet/gel treatment from a health care professional because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k053529.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.